Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged as the patient had significant tricuspid valve regurgitation. The physician planned to revise this lead. To date, this lead remains in service. No adverse patient effects were reported.